Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-07280. It was reported that a burr and rotawire detachment occurred and device fragments remained in the patient's body. The target lesion was located in the coronary circumflex. The patient was on a non-bsc circulatory support system. A 1.50mm rotalink burr and a rotawire were selected for treatment. During the procedure, the physician observed that the burr was caught in a bunch of calcium. The physician continued trying to burr and the burr and the rotawire snapped off inside the vessel. The detached burr and rotawire fragment were not able to be retrieved and the decision was made to leave them inside the patient. The patient was taken off circulatory support and was fine. There were no further patient complications reported and the patient's condition was stable.

Manufacturer narrative:
The device was returned for evaluation inside an unknown catheter. Visual inspection observed the guide wire was broken at the distal section of the device. The distal tip was not returned. The guide wire could not be removed from the other device. Dimensional inspection of the overall length and the outer diameter of the distal tip could not be measured as the guide wire was broken. Outer diameter of the middle of the device and proximal section were within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-07280. It was reported that a burr and rotawire detachment occurred and device fragments remained in the patient's body. The target lesion was located in the coronary circumflex. The patient was on a non-bsc circulatory support system. A 1.50mm rotalink burr and a rotawire were selected for treatment. During the procedure, the physician observed that the burr was caught in a bunch of calcium. The physician continued trying to burr and the burr and the rotawire snapped off inside the vessel. The detached burr and rotawire fragment were not able to be retrieved and the decision was made to leave them inside the patient. The patient was taken off circulatory support and was fine. There were no further patient complications reported and the patient's condition was stable.